Event description:
It was reported that the patient presented on (B)(6) 2013 with cardiogenic shock due to an acute myocardial infarction (ami). After intraaortic balloon pump (iabp) was inserted and coronary angiography (cag) was performed it was noted the proximal to mid left anterior descending (lad) artery was occluded with thrombus. It was noted that blood flow to the right coronary artery (rca) was poor. The lad was dilatated with a 1.5 x 20 mm trek balloon dilatation catheter (bdc) and a 3.5 x 12 mm non-abbott bdc. The first diagonal (d1) vessel was dilatated with a 2.5 x 15 mm non-abbott bdc. Two 3.5 x 18 mm xience prime stents were implanted in the proximal to mid lad. Thrombus was observed in d1 and a 3.5 x 28 mm non-abbott stent was implanted in the proximal lad to d1 and a kissing balloon technique (kbt) was used. It was noted that cardiogenic shock resumed after the procedure. On (B)(6) 2013, ventricular tachycardia occurred. Electrical defibrillation (dc) and cardiopulmonary resuscitation (CPR) were conducted but resulted in no response. A pcps [pump device] was inserted and cag was conducted which noted d1 was occluded with thrombus but the xience prime lesion showed timi 3 flow. The thrombus was aspirated; kbt between d1 and the proximal-mid lad completed. Residual thrombus was observed in the distal part of d1 a 2.5 x 12 mm non-abbott stent was implanted. Timi 3 flow was noted.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the pcps was removed. On (B)(6) 2013, the patient became hemodynamically compromised and the patient expired. The cause of death was reported as cardiogenic shock, ami, and pneumonia. The physician commented that the patients hemodynamic condition deteriorated since the hospital admittance and had never recovered. When the stent thrombosis occurred on (B)(6) 2013, the non-abbott stent was occluded with thrombus, however, the xience prime stents had timi3 flow and the physician did not feel the xience prime stents were related to the death. No additional information was provided. Concomitant products: guide wire: runthrough extra floppy, sion blue, sion; guide cath: launcher 7f sl4, filtrap, crusade; other: biaspilin, plavix. There was no reported device malfunction and the product was not returned. The reported patient effects of cardiac arrest and death are known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.